Event description:
Battery depleted rapidly and pump inaccurately indicated insulin levels when amounts were low. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.